Manufacturer narrative:
(B)(4). The patient's husband alleged that a similar event occurred on (B)(6) 2018 which is captured under MFR# 3004753838-2018-56649.

Event description:
Dexcom was made aware on (B)(4) 2018, that the patient passed away on (B)(6) 2018. The patient's spouse stated that on (B)(6) 2018, the patient was having blood work done and fell from having low blood sugar. Further contact was made with the patient's husband on (B)(6) 2018 and it was indicated that the patient hit her head during the fall and emergency medical services (ems) were called. When ems arrived, they checked the patient's blood sugar and it was below 40mg/dl. They administered the patient sugar and her glucose level increased to 179mg/dl. The patient's husband indicated that the patient did not respond to the sugar treatment adequately and was taken to the hospital. The patient suffered pain in her neck and head and it was indicated that the patient was bleeding in the brain and was transferred to a trauma hospital where she was put on a respirator and had a brain tube inserted into her head. The patient did not come out of the coma and passed away. It was indicated that the patient was a dexcom user at the time of event and the patient's husband stated that it was unclear if the device did not give an alert or if the patient had ignored any alerts. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A probable cause could not be determined.